Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, inventory did not appear after being added to the formulary. The customer reported a possible communication issue between the machine and the server. The newly added inventory was not showing on the machine after it was added on the server side. An error message was displayed stating: "patient data may not be current," "patient interface problem," and "temporary non-profile mode." However, there were no delays or adverse events or injuries reported based on this event.